Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to thermal events in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of pca burnt. During the evaluation, pca was found burnt.

Manufacturer narrative:
Make correction, it should be complete yes. The report is already final.